Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose reading of ¿hi¿ on the monitor (=600 mg/dl). The patient reportedly received insulin via injection as treatment for the alleged hyperglycemic event. The reporter alleged loss of prime issues involving the insulin pump. Troubleshooting completed by animas customer support revealed no product malfunction; training/misuse issues were identified during troubleshooting. The user was over/under cycling the insulin cartridges and not bringing the insulin to room temperature prior to filling the cartridge as per manufacturer¿s instructions for use. The user was filling cartridges with cold insulin. This complaint is being reported because the patient experienced serious injury while on insulin pump therapy associated with training/misuse issues.